Manufacturer narrative:
Block h6: device code 1157 captures the reportable issue of bands difficult to deploy. Device code 2949 captures the reportable issue of bands falling off varix. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the band was slow to be deployed inside the patient, and it also did not stay onto the tissue. The procedure was successfully completed with an unknown device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received on december 24, 2020. It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus. The procedure was completed with another speedband superview super 7 device.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the band was slow to be deployed inside the patient, and it also did not stay onto the tissue. The procedure was successfully completed with an unknown device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.